Event description:
A review of the vns programming history found that a faulted system diagnostic test was performed on (B)(6) 2003, which changed the patient's settings. Although no final interrogation of the device was performed that day, on the patient's next visit, initial interrogation showed faulted settings.

Manufacturer narrative:
Analysis of programming history.